Manufacturer narrative:
Other: wheel assembly; IV pole.

Event description:
It was reported by service report that the wheels were excessively worn and the IV pole was broken and had exposed sharp edges. No pt involvement or adverse consequences are reported.